Manufacturer narrative:
An event regarding a size/fit issue involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: the returned device was unremarkable. The stem was determined to be the correct size. Further to this a review of the igs included in the DHR did not suggest any evidence of a dimensional issue with the lot. Medical records received and evaluation: a medical review was not performed because insufficient information was provided and no adverse consequences to the patient were noted. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: there was no evidence of a dimensional issue on the returned device. The exact cause of the event could not be determined. No further investigation is required at this time. If further relevant information becomes available, this investigation will be re-opened.

Event description:
During a primary procedure, the surgeon implanted a stem and it sat approximately 5mm (or more) higher than planned so the surgeon implanted a smaller stem.

Event description:
During a primary procedure, the surgeon implanted a stem and it sat approximately 5mm (or more) higher than planned so the surgeon implanted a smaller stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.